Event description:
It was reported that there was a leak from the white twist sleeve of a minicap transfer set. This occurred during an unspecified step of peritoneal dialysis therapy. Alcavis had been used on the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which could not identify the reported issue.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.